Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer contacted their healthcare provider (hcp) regarding the amount of insulin to deliver and then took a manual injection, per the hcp's instruction. The customer thought that the site might be the issue. However, when the customer changed out the site, no issues were noted with the infusion set cannula. Bg level was reported to have lowered after the site change.